Event description:
Customer reportedly received the following results within 10 minutes on the advantage system (meter, strip lot and expiration date unknown): 51 mg/dl, 125 mg/dl, and 72 mg/dl. The customer did not provide the location where the discrepant results were obtained. No high or low blood symptoms reported. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.